Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient representative called to request that local rep come out to the hospital where patient is currently admitted. The patient just had l2-3 surgery today and is currently in recovery. The caller stated the patient previously had an injection at the spine a couple of months ago, but developed return of symptoms after it. The caller said there was a lump at the left upper buttocks where the injection was done, which was also right where the ins was. Initially after the injection, the caller said they tried increasing patient's settings, but the patient didn't notice a difference in their symptoms. The caller asked to have a local rep come out to turn therapy back on after the surgery and evaluate the system. They said they already tried, but there was no answer. The agent offered to assist the caller over the phone, but they declined and requested in -person assistance instead. The agent emailed the field with request to call caller back. The rep indicated they would reach out. On 2026-jan-26 additional information was received from a manufacturer representative. It was reported that the hospitalization, spinal surgery, and injection was unrelated to the device/therapy. The patient's issues were resolved by turning therapy back on. An impedance check was also done on (B)(6) 2026 which revealed no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.